Manufacturer narrative:
The insulin pump was received with blank display due to power connector (on battery tube) not plugged in properly into connector on electronic board. Unit was received with partially broken display window cover, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank display on the insulin pump. The issue was not resolved by troubleshooting. The device will be returned.